Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Product review of the meshgraft ii on september 16, 2019 revealed that the calibration was within specifications and the device produced a passing sample mesh. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the stud and cutter. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was unable to be reproduced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign report source: (B)(6). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not cutting evenly. The mesh graft did not mesh the outside of the skin properly; did not cut all the way through as it should have; as a result only the center of the skin was meshed properly. No adverse events were reported as a result of this malfunction.